Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left carotid angioplasty procedure, the protege rx stent was supplied in a 7x30mm size instead of the prescribed 7x40mm size, with a mismatch between the labeling and the actual device in the packaging. The device was implanted in the mid left common carotid artery, targeting a plaque lesion with no vessel tortuosity or calcification. The procedure was completed safely using the available materials, and there were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis four still carotid angiogram images were provided for review. The images are photos of still angiogram images on a screen and are poor quality. The first image demonstrates the left common carotid artery and bifurcation enhanced with contrast and a widely patent stent is visualized extending from the carotid bifurcation into the proximal internal carotid artery, with the stent delivery system visualized in the mid common carotid artery. These observations are also noted in the second image which is a non-subtracted view of the first image. The third image demonstrates non-contrast enhanced visualization of the stent with measurements marked on the screen from its proximal to distal end, with the measurement on the screen showing 28.60mm in length. The fourth image also demonstrates non-contrast enhanced visualization of the stent with the guidewire coursing through the stent and a distal embolic protection device situated in the distal internal carotid artery. There is a balloon inflated within the carotid stent. It is unknown the length of this balloon, but if it is a 20mm long balloon, then the stent in place is a 40mm long stent . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.